Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor had noise recorded on the episode log. The implantable cardiac monitor remains in use. The patient is part of the reveal af study. No patient complications have been reported as a result of this event.